Manufacturer narrative:
Sanofi company comment dated 10-dec-2018. Based on the information received the causal relationship between pain, swelling, stiffness, and was unable to bear weight for which patient was prescribed for prednisone dose pack and synvisc one cannot be denied. Also the technique regarding administration of injection and the aseptic conditions used while administration was not known. Furthermore, the concurrent conditions, medications, medical history precludes the final case assessment

Event description:
Was unable to bear weight after the injections [weight bearing difficulty] ; swelling [knee swelling] ; pain [knee pain] ; stiffness [stiff knees]. Case narrative: initial information received from united states on (B)(6) 2018 regarding an unsolicited valid serious case received from a nurse. This case involves a (B)(6) female patient who was unable to bear weight after the injections, and had swelling, pain and stiffness, while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was administered with intra-articular injection of synvisc one at a single dose of 6 ml (lot - unk) for bilateral knee osteoarthritis. On an unknown date after the injection, the patient had pain, swelling, stiffness, and was unable to bear weight. It was unknown if the symptoms were in both knees. On (B)(6) 2018, patient visited the emergency room. The patient came back on clinic on (B)(6) 2018 and was prescribed a prednisone dose pack. Final diagnosis was stiffness, pain, swelling and was unable to bear weight after the injections. Corrective treatment: prednisone for all events outcome: not recovered for all events a product technical complaint was initiated and results for the same were pending.